Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 75% to 35% while connected to a power source. In addition, the customer was experiencing difficulty charging the pump following the battery drop despite the attempt of multiple wall adapters. Customer reported blood glucose (bg) level was 295 (mg/dl). A correction bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.